Event description:
No additional information.

Manufacturer narrative:
One sample of item number 2420-0007 was submitted for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The infusion set was primed and no leakage, air-in-line or occlusion issues were found. A bd secondary infusion line was primed and attached to a submitted secondary sample, and a simulated infusion was conducted at a rate of 125 ml/hr. There was no leakage, air-in-line or occlusion issues identified. The customer complaint of leakage could not be verified. A root cause could not be determined because the failure was not replicated. A device history record review for model 2420-0007 lot number 24075331 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking around the backcheck valve on an IV chemo line. Only leaking at the backcheck valve, no backflow into primary.